Event description:
A report was received that the patient¿s device would turn on by itself and the patient was experiencing discomfort at the pocket site. It was noticed that the ipg had moved significantly within the pocket, almost completely flipped over. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced. The physician suspected device malfunction. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient¿s device would turn on by itself and the patient was experiencing discomfort at the pocket site. It was noticed that the ipg had moved significantly within the pocket, almost completely flipped over. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced. The physician suspected device malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The reported anomalies were not verified. The ipg passed all the required tests and revealed no anomalies.